Event description:
The reviewed literature included 12 patients that were treated with durepair. The overall complication rate for durepair patients was 41.7, and the reoperation rate was 25%. Complications included aseptic meningitis, symptomatic pseudomeninggocele, or a csf leak requiring reoperation.

Manufacturer narrative:
Medtronic neurosurgery has not received a reply to request for additional information regarding the events outlined in the article. A search of the complaint history yielded possible results for one event. A medwatch was submitted for this report. However, as lot information and patient identification information are unknown, it is not possible to undoubtedly match the literature events to the case on file. The products were not returned as they remain in the patients. Therefore, evaluations of the products were not possible. Reviews of the manufacturing records were not possible as lot numbers were not provided. The article stated that the patients having postoperative complications had the durepair implanted in conjunction with duraseal. The instructions for use that accompany the product caution that "animal study results suggest that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair along." The three patients that were treated with durepair but not duraseal did not experience complications. Article reference: journal of neurosurgery: pediatrics 2011; 8:177-183.